Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was partially inserted in the cochlea during the initial implantation. It was also reported that the patient experienced pain with stimulation, facial nerve stimulation, and headaches. The device was explanted due to electrode array extrusion on (B)(6) 2010 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4).